Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2015-26131. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she was hospitalized with diabetic ketoacidosis from (B)(6) 2014 to (B)(6) 2014. The customer stated she had swain flu, heart failure, cardiac arrest, heart attack and kidney failure. The customer felt tired and could not stay awake. The customer was in a coma for 8 days and she has memory loss. Customer was treated with 4 different IV but did not remember what they were. The customer was not wearing the device at the time of the hospitalization; she had been off insulin pump therapy for almost a month.